Manufacturer narrative:
Additional information was provided in d.9, h.3, h.6 and h.10. The lens was returned for evaluation. Solution is dried on the lens. The lens was cleaned for further evaluation. Scratches are observed on the optic. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. The file also indicates the use of a non-qualified viscoelastic. The root cause for the reported complaint may be related to a failure to follow the IFU(instruction for use). The viscoelastic indicated is not qualified for the lens/company cartridge combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during implantation of an intraocular lens (iol) the lens did not unfold. Additional information was requested and received stating the incident occurred during the introduction of the (implant) and touched the eye of the patient.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).